Event description:
A health care professional reported during the intraocular lens implantation fibers were seen on the lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Four complaints have been reported together, same facility, similar complaint reported in the lot. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned for evaluation. The returned contact lens case was sent to the particle lab as received. The case was not opened at the manufacturing site. The particle returned in the contact lens case marked, ¿black side next to white side marked 3 13:50¿ was tested by the company particle lab. The lid was removed from the indicated side. The interior of the well was visually and microscopically examined, and the presence of a foreign material was confirmed. Microscopic examination showed, dark fibers up to 240 m in length. The fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fiber¿s generated spectra to a library of spectra found the best match to be wypall fibers (paper). A qualified lens and handpiece were indicated. Viscoelastic information was not provided. The root cause for the reported fiber cannot be determined. No determination can be made without physical evaluation of the complaint sample. A contact lens case was returned, which was stated, to have the indicated fiber inside. The fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fiber¿s generated spectra to a library of spectra found the best match to be wypall fibers (paper). This is not a product used in the manufacturing process. The origin of the fiber cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested.